Manufacturer narrative:
(B)(4). Results: other (device discarded unable to evaluate the device). Patient's condition affected effectiveness of device (small measuring 6-8 mm in diameter with some calcified rings). Conclusion: device failure/lack of effectiveness related to patient condition (small measuring 6-8 mm in diameter with some calcified rings).

Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were small, measuring 6-8 mm in diameter with some calcified rings. It was reported that there was an abdominal aneurysm which was high (close to the renals) as well as an iliac aneurysm which was the primary aneurysm that required treatment. They were able to get a dilator in; however, when the device was inserted it kinked and could not be advanced to reach the abdominal aneurysm. (Mfg # 2953200-201-00149) a second device was used, but it also kinked. The physician decided to leave the abdominal aneurysm untreated and treated the iliac aneurysm with iliac stent grafts and cuffs successfully. No additional clinical sequelae were reported, and the patient is fine.